Manufacturer narrative:
08/22/25 evaluation tech: rmc emh hp; cable, conn/gun cable damaged no purge operation due to malfunction with the overlay assembly. Debris buildup in the handpiece cable, restricting water flow continuous water leaking due to debris buildup in the water system not allowing the solenoid to close completely. Cabinet has broken body posts. Will replace damaged/worn components and recalibrate unit to factory specs upon estimate approval. No water hose, handpiece, foot pedal received for evaluation* added water hose and sterimate to estimate since not sent in and cannot rule out the issue (not enough water) hpc-01170.

Event description:
While using a cavitron plus g136 they allege that they have low water flow and the handpiece is heating up, no injury resulted.

Manufacturer narrative:
There has been a previous report received where lack of water flow has caused an overheating insert. Since an overheating insert could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803.the device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.